Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). This will be reported under MFR report number 0002648920 - 2023 - 00247.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01833 and 0001822565 - 2023 - 01834. D10: cat# 00625006525 lot# 61288013 bone scr 6.5x25 self-tap; cat# 00771301200 lot# 61265772 modular femoral stem press-fit plasma sprayed cementless size 12.5; cat# 00620005622 lot# 61237887 shell porous with cluster holes 56 mm o.d. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 13 years later due to pain, elevated cobalt chrome levels, and MRI evidence of trunnionosis. During the revision, necrotic tissue was debrided with trunnionosis noted at the head/neck junction. The stem and shell were well-fixed and left in place. A new locking ring, poly liner, ceramic head, and neck were placed without complications. Attempts have been made and no further information has been provided.